Manufacturer narrative:
There was no report of any da vinci product issues during the procedure. The following concomitant products were used during the procedure: endoscope plus 30 degree, prograsp forceps, permanent cautery hook, fenestrated bipolar forceps, two medium-large clip appliers, monopolar curved scissors. A site review found that no complaints have been reported for any of the products used. Review of the intraoperative system logs showed the system functioned normally with no errors logged and no indications relating to this event. Log review of the 3 subsequent procedures found the system functioned normally; no intraoperative events or issues found. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died from an unrecognized bowel perforation at the time of the initial surgery. The injury occurred from a 3rd party 5 mm laparoscopic port, a non-intuitive surgical device. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that after a da vinci-assisted hybrid cholecystectomy procedure, the patient required a subsequent procedure due to a bowel injury and ultimately expired. The first part of the procedure was performed laparoscopically with a 5 mm 3rd party trocar placed at palmer¿s point (which is on the left upper quadrant) and extensive adhesions related to the patient¿s prior surgical history were identified, predominantly on the right side. A loop of bowel was noted to be adhered to the left abdominal wall. No injury was identified. Additional trocars were placed on the left side for the laparoscopic adhesiolysis. Following completion of adhesiolysis, the robotic cholecystectomy was completed without reported complications. No device related issues were reported. The patient was discharged home postoperatively. On postoperative day two, the patient returned to the hospital and a bowel injury was identified on the left side of the abdomen, corresponding to the location of the 5 mm trocar and the previously noted adherent bowel observed in the initial procedure. The procedure was converted to open laparotomy, and bowel resection with abdominal washout was performed. Post-operatively, the patient¿s condition continued to decline and experienced a myocardial infarction and care was withdrawn per family decision. The patient expired on postoperative day three from the initial procedure.